Event description:
The complaint states that "skin reaction" was reported. The sensor was inserted into the (B)(6) 2025, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with a staph infection. The patient had to go to the hospital and the skin reaction was treated with intravenous and oral antibiotic. The patient was not able to provide more specific information regarding this. There was no information about the time the patient spent in the hospital. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).